Event description:
It was reported that during the implant procedure, low, out of range low voltage impedance was observed on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.